Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure there was a lead issue observed. It was stated that there was damage detected while removing the lead. It was stated that the physician placed the lead easily and then decided to change stylets. The stylet would not advance past a certain point on the lead. The physician noticed potential damage to the lead in that spot. The lead was never implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead (lead 3777-60 1x8 std, serial # (B)(4)) found foreign material in its stylet coil blocking stylet insertion. Suspected body fluids were observed inside of the stylet coil 15 cm from the distal end. The stylet wire was able to be fully inserted, but the resistance was felt. Analysis of the stylet found its wire bent.